Event description:
It was reported that following insertion, the iab would not unwrap and inflate. Manual inflation was tried, but the balloon would still not unwrap. The iab was removed and replaced without any complications.